Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name ; product ID 9735736, (software version: 2.1.0) h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system . It was reported the system underwent a comprehensive evaluation, including hardware, software, and instruments. All evaluations passed. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, d14 apply.  A13 applies to third exam loaded with missing slices.. A110301 applies to extremely long time to load into the stealth. A23 applies to difficulty with loading exams via cds. / second exam had to be force mounted into the system before loading, which again took a long time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were difficulties with loading exams via compact disc (cd)s on the stealth navigation system. The first exam had the entire file structure enclosed in a zip file, resulting in a long loading time. The second exam required force mounting into the system before loading, which also took a long time. The third exam loaded with missing slices. The probable cause was identified as improper exam burning, and the site was asked to reburn scans according to protocol. There was no patient involvement.